Event description:
It was reported that that customer's mother called and asking about sensor glucose and blood glucose and how to calibrate. Customer stated nurse connected her to sensor. Advised customer that she does not need ot use glucometer. Explained when and why she needs to check blood glucose. Customer asked how to set low sensor glucose and explained to customer rules for calibration. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.